Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this pacemaker device was draining quickly. Device data confirmed that the automatic adjustment in right atrial automatic threshold (raat) has increased. Boston scientific technical services (ts) consultant recommended reprogramming. To date, this device remains in service. No adverse patient effects were reported.